Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an hwbat error. There was no report of injury or medical intervention. No additional patient or event information is available.